Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number could not be verified. Performed a visual inspection, the l-hook electrode is disassembled from the device. There is no evidence of soldering on the electrode. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history was not reviewed because the lot number is not known. (B)(4). Per the instructions for use, the user is advised to examine the device prior to use for damage. Do not use if damage is found. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during an unknown procedure on (B)(6) 2021 when it was reported ¿shortly after use, the tip of the l-hook broke off and dropped out into the surgical field.¿. The procedure was completed with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(4), stealth 32 lhook lap elec pkg, was used during an unknown procedure on 30oct21 when it was reported "shortly after use, the tip of the l-hook broke off and dropped out into the surgical field." The procedure was completed with an alternate, unknown device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.